Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a flat line on the monitor screen in all modes. The complainant indicated that there was no pt involvement in the reported failure.